Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1313103) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00278 for the second device.

Event description:
It was reported by the aci vascular closure specialist that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2013. Access was obtained with a 6f sheath (model unk). A pre-procedural angiogram was performed which showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that although the inflation indicator was fully visible the balloon continued to "go up the sheath" (the balloon pulled through the sheath). The device was removed and the balloon was noted to have a pin hole. A second mynxgrip vascular closure device 6f/7f was deployed. The second device pulled through and was noted to have a pin hole in the balloon. A third mynxgrip vascular closure device 6f/7f was deployed successfully. Hemostasis was achieved.